Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation, which showed small oil globs in serum at the bottom of the tube. Complaints for sample quality were under statistical control for the month of september 2025; additional testing was performed. Factors that may contribute to (oil gel globule) were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: oil gel globule. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, oil gel globules were seen in one tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, oil gel globules were seen in one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.